Event description:
It was reported that pump battery did not charge properly and charging connection was unstable, requiring caller to hold cable in place or position pump carefully for charging to be recognized, with power source alerts noted in pump history. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, verified outlet function, and observed pump beginning to charge despite unstable connection, while technical support arranged shipment of replacement charging cable, wall adapter, and new battery charger with two-day delivery and advised customer to rely on current pump or multiple daily injections if pump battery depleted before replacement supplies arrived.